Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is notlikely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a retrograde nailing of the femur surgery, while reaming, it was observed that the flexible shaft connector device broke. It was reported that no parts of the device fell into the patient. All pieces of the device were retrieved. There was a five minute delay to the surgical procedure as the surgeon had to manually reassemble to device to complete the surgery. The surgical procedure was successfully performed. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown. Therefore, the device manufacture date was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.